Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the emergency trendelenburg valve sticking. The technician replaced the valve to repair the bed.